Manufacturer narrative:
Sample information was not provided. Na qc run prior to the event was within lab-established ranges. Na qc was not run again until the morning of (B)(6) 2011 and low result was obtained. A bec field service engineer (fse) replaced a rusty and leaking modular chemistry syringe. Fse verified performance.

Event description:
A customer contacted beckman coulter inc (bec) in regards to erroneous low sodium (na) results for multiple patient samples generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory and questioned by the physician. The results were repeated on an alternate unit (synchron lx 20 system) and higher results were obtained and the results amended. Patients treatment was not initiated or withheld based upon the erroneous results reported.